Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/5.5/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was not resolved. Cause reported as unknown. See MFR #2023826-2022-04264 for exchange lens.

Manufacturer narrative:
Weight:unk. Ethnicity: unk. Race: unk. (B)(4).